Event description:
The biomedical engineer (bme) reported that the telemetry technician changed the upper heart rate (hr) alarm limit higher on one patient, which led to a delay in treatment, but reported there was no patient harm. Someone found that the hr was elevated on this patient for some time without alarming and found that this was due to someone changing the upper hr alarm limit higher. The biomed was tasked with confirming this was done as the telemetry technician is denying that they did that. They would like assistance on collecting the logs and reviewing them. The logs were not provided to us, and they have not responded back to confirm that this was use error and that that the central nurse's station (cns) monitoring the transmitter alarmed per the alarm settings. At this point, it appears to be use error and the device has not malfunctioned and alarmed as intended. However, to err on the side of caution, this is being reported because if the cns malfunctioned and did not alarm as intended this would be a reportable event.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) reported missed alarm resulting in delay treatment of patient on pu-621ra with serial# (B)(6), but reported there was no patient harm. Investigation conclusion: root cause of the issue was identified to be user error due to change of hr limits. The following fields are not applicable (na) to the MDR report: a2 - a6. B2. B6. B7. D4 lot # & expiration date. D6 - d7. D9. F10. G6. G8. H7. H9. Additional device information: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2: concomitant medical devices. Additional information: b4 date of this report. F6 date user facility/importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry technician changed the upper heart rate (hr) alarm limit higher on one patient, which led to a delay in treatment, but reported there was no patient harm. Someone found that the hr was elevated on this patient for some time without alarming and found that this was due to someone changing the upper hr alarm limit higher. The biomed was tasked with confirming this was done as the telemetry technician is denying that they did that. They would like assistance on collecting the logs and reviewing them. The logs were not provided to us, and they have not responded back to confirm that this was use error and that the central nurse's station (cns) monitoring the transmitter alarmed per the alarm settings. At this point, it appears to be use error and the device has not malfunctioned and alarmed as intended. However, to err on the side of caution, this is being reported because if the cns malfunctioned and did not alarm as intended this would be a reportable event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical devices.

Event description:
The biomedical engineer (bme) reported that the telemetry technician changed the upper heart rate (hr) alarm limit higher on one patient, which led to a delay in treatment, but reported there was no patient harm. Someone found that the hr was elevated on this patient for some time without alarming and found that this was due to someone changing the upper hr alarm limit higher. The biomed was tasked with confirming this was done as the telemetry technician is denying that they did that. They would like assistance on collecting the logs and reviewing them. The logs were not provided to us, and they have not responded back to confirm that this was use error and that the central nurse's station (cns) monitoring the transmitter alarmed per the alarm settings. At this point, it appears to be use error and the device has not malfunctioned and alarmed as intended. However, to err on the side of caution, this is being reported because if the cns malfunctioned and did not alarm as intended this would be a reportable event.